Manufacturer narrative:
In use at the time of the event: cgm model: unknown, mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer experienced a blood glucose (bg) level of 400 mg/dl with ketones (size unknown). Due to the elevated bg level the customer experienced hand paralysis. Customer went to the emergency room (ER) on (B)(6) 2026 and was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the ER with no known damage. Reportedly, customer declined further assistance from tandem technical support regarding the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.